Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch was triggered due to high, out-of-range impedance on the left ventricular (lv) channel of this cardiac resynchronization therapy pacemaker (crt-p). This patient is 100% bi-v paced. No adverse patient effects were reported. The lead remains in service.